Event description:
A report was received that the patient was experiencing swelling, discomfort, pain, and a stinging sensation at the ipg site. The patient also had fluid formation over the pocket and lead sites. The physician administered clindamycin antibiotics due to suspected infection. Upon follow-up, it was reported that the swelling and pain decreased.

Manufacturer narrative:
Additional information was received that the physician could not confirm if the ipg caused the edema. The patient still has edema after the explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing swelling, discomfort, pain, and a stinging sensation at the ipg site. The patient also had fluid formation over the pocket and lead sites. The physician administered clindamycin antibiotics due to suspected infection. Upon follow-up, it was reported that the swelling and pain decreased.

Manufacturer narrative:
Additional information was received that the fluid was not located in the ipg site but in the legs and feet. The physician does not believe that the device was causing the fluid. Allergic reaction to the device has not been ruled out. There is no further course of action.

Manufacturer narrative:
Additional information was received that the patient had the edema before the implant procedure. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: 1x16 perc lead kit - 50cm; model #: sc-3400-30, serial/lot #: (B)(4), description: 2x8 splitter kit - 30cm. Additional information was received that the fluid over the pocket had subsided; however, it is still painful especially after charging. Additional symptoms also include low-grade fever and redness. The physician has not determined what caused the swelling, and does not know if the fluid at the lead site was caused by device malfunction or an allergic reaction. The patient was also noted to have edema on the legs, and it was not determined if the edema was caused by the device.

Event description:
A report was received that the patient was experiencing swelling, discomfort, pain, and a stinging sensation at the ipg site. The patient also had fluid formation over the pocket and lead sites. The physician administered clindamycin antibiotics due to suspected infection. Upon follow-up, it was reported that the swelling and pain decreased.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial/lot #: (B)(4), description: 1x16 perc lead kit - 50cm model #: sc-3400-30, serial/lot #: (B)(4), description: 2x8 splitter kit - 30cm.

Event description:
A report was received that the patient was experiencing swelling, discomfort, pain, and a stinging sensation at the ipg site. The physician administered clindamycin antibiotics due to suspected infection. The physician assessed that the pain at the pocket site may be related to the header or splitter. Upon follow-up, it was reported that the swelling and pain decreased.

Event description:
A report was received that the patient was experiencing swelling, discomfort, pain, and a stinging sensation at the ipg site. The patient also had fluid formation over the pocket and lead sites. The physician administered clindamycin antibiotics due to suspected infection. Upon follow-up, it was reported that the swelling and pain decreased.